Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported inflation issue was not confirmed. The balloon was tightly folded, consistent with what was reported. A proxy guide wire was used to backload through the guide wire lumen to support the shaft and a proxy indeflator, filled with water was used to inflate the balloon and the balloon fully inflated to rate burst pressure (rbp) of 18 atmospheres with no anomalies noted, thus the reported complaint was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device. Na.

Manufacturer narrative:
Date of event - estimated. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in june of 2020, a 2x8mm nc trek balloon dilatation catheter (bdc) failed to inflate during use. There was no reported adverse patient effect or a clinically significant delay in procedure. There was no additional information provided.